Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 6-d1 & 6-d5 had read, write, or invalid cubie memory error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer had failed with read and write errors. The customer had reported that the full-height cubie drawer contained multiple cubie pockets with read/write errors. Upon arrival at the location, the field service engineer (fse) confirmed the issue and noted that the customer had already removed the failed cubie pockets. The diagnostics tool had not indicated any additional problems with the drawer. As part of the corrective steps, the fse shut down the device, reseated the cables, and then rebooted the system. The full-height cubie drawer was verified to be operational, and the customer was able to open and inventory the drawer successfully. No further issues were reported for this device. The system functioned as intended after the field service engineer investigated the device.